Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 49 mg/dl and high blood glucose level was up to 600 mg/dl. The customer reported other blood glucose level was 450 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.